Event description:
It was reported by the customer, leak found at extension tube fitting during infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive due to the state of the returned sample. One photograph of the luer of an infusion set was returned for evaluation. An initial visual observation of the photograph showed the luer of an infusion set attached to a needleless injection cap. The device appeared to be in use in the photograph. What appeared to be a drop of a clear liquid was observed to be circled in red along the luer. It could not be determined from the photograph whether the liquid was outside the device or whether the liquid was leaking from the device; therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.